Event description:
It was reported that an employee went to sit on a stool and as it began to roll away, she slipped and fell, injuring her back.

Manufacturer narrative:
It was reported that a staff member fell while wearing the non-skid shoe covers. There was no water on the floor. She apparently went to sit down on a stool and the stool began rolling. She tried to brace herself and her feet slid. She fell and suffered a contusion to her back. She was evaluated in the emergency room. She is receiving physical therapy. No sample was provided for eval. Samples from stock as well as samples from other vendors have been sent to a testing house to have the slip measured per astm f 1677. At this time, no root cause has been identified and no corrective action is indicated.